Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal) and the lal was placed in the sulcus.

Manufacturer narrative:
Manufacturer reference #: (B)(4).